Event description:
The patient had a fall from a really bad seizure and stopped feeling stimulation. He then presented with low impedance upon several diagnostics tests. The lead was replaced. The explanted lead has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the lead. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. An open abrasion was observed on outer tubing at approximately 181-184mm, likely due to wear. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified tube opening and the cut ends of the returned lead portions. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No further relevant information has been received to date.

Event description:
The company representative noted that troubleshooting had been performed during the lead replacement surgery and he had thought the surgeon observed an issue with the lead which is why it was replaced. The patient again presented with low impedance following the lead replacement. Review of the generator data indicates the event is likely related to an intermittent stuck closed reed switch in the generator. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No further relevant information has been received to date. No known additional relevant surgical intervention has occurred to date.

Event description:
The patient's explanted lead was received into product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs. The results of the first monitoring period for this device showed a few over shoot pulses. The device output signal was monitored for more than 24-hrs again and showed no over soot pulses. Suspect that the test connectors to the device were not firmly secured. A comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
The explanted generator was returned but product analysis is still underway.

Event description:
Additional testing was completed on the returned generator. The testing with electromagnet at room temperature demonstrated a propensity of the reed switch to stick.